Event description:
On january 14, 2008 it was reported to boston scientific corporation that a jagwire guidewire was used to place a wallflex colonic enteral stent in 2007, in a patient (gender and weight unknown). According to the complainant, immediately after the placement of the wallflex colonic enteral stent, the physician "realized that a perforation [had occurred]" and the stent had been "partially implanted out of the colon. The doctor could not confirm if the perforation was caused by the guidewire or the endoscope [manufacturer unknown]". The physician then performed a "hartmann procedure, right fossa iliaca colostomy and [a] left hemicolectomy." The patient was discharged from the hospital fourteen days later, and a follow-up in hospital visit four months later, revealed that the patient was "asymptomatic" and had a "good ability to pass stool."

Manufacturer narrative:
The lot number was not provided by the complainant; therefore, the manufacture date is unknown. The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined.